Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot#, serial# (B)(4), implanted: (B)(6) 2005; product type catheter. (B)(4).

Event description:
It was reported that the patient had 2 seizures, one on (B)(6) 2012, and the second one on (B)(6) 2012, and that one was believed to be more of a gran- mal type. It was indicated that the patient fell while visiting her mother and was admitted to the hospital on (B)(6) 2012. The patient experienced head and neck pain,a broken rib, fever, and altered mental status. It was also noted that she had hyponatremia and they tried to raise her sodium levels. It was reported that the patient did not have spasticity but she had seemed "not quite with it" and didn't appear to be very responsive. It was noted that the patient was in critical care and in the intensive care unit (ICU) for 3 days. The patient was unsure if the pump was empty or if the symptoms were unrelated to the pump. The hcp believed that the pump was working properly and they were unsure of what caused the seizure but was trying to determine whether it might be pump related. The patient had no prior history of seizures but was taking some medication normally to prevent them, but supposedly it was reported that she was taking it for another reason. The unknown medication was discontinued while the patient was in the hospital so the doctors wondered if this could have been related. The patient was on baclofen 285.3mcg/day and could get up to 4 boluses of 50mcg/day as well, so they wondered if the patient might had side effects from using boluses one day and not the next. However, when the bolus history was checked, the patient was using more boluses per day, a month or so ago and "very few lately". The pump was last updated on(B)(6) 2012, and no changes were made since then. The pump was read and appeared to be normal as far as current settings and logs; however the reservoir volume had not been checked. A magnetic resonance imaging (MRI) was scheduled, but results were not available as of the date of this report. The patient's outcome was not provided. The drugs delivered via pump were fentanyl, bupivacaine, and baclofen. Additional information had been requested, but was not available as of the date of this report.